Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 patient side occlusion error. Technical support - patient side pressure sensor: 1. Informed most likely due to the patient side pressure sensor. 2. Recommended replacing. 3. Provided part number. 4. Customer will order and replace. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - informed most likely due to the patient side pressure sensor. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device was alarming for patient side occlusion. The tech recommended replacing the patient-side pressure sensor. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported 8100 patient side occlusion error. There was no patient involvement.